Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer was unable to provide a blood glucose value and was unable to recall if blood glucose level was impacted or over 240 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin delivery.